Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: a review of the pump¿s black box data and alarm history revealed multiple low battery warnings. The black box data revealed evidence of a partially discharged battery installed. The current draws measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.